Event description:
A nurse reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. She stated that it might have been caused by user error in the loading of the delivery system. There was no patient impact/injury associated with this event.